Event description:
It was reported that this pacemaker detected high out-of-range pace impedance measurements on the right ventricular (rv) lead. A recent impedance jump and sensing drop were also reported. Of note, the rv lead is a non-boston scientific product. X-ray imaging was obtained and was unremarkable. No adverse patient effects were reported. The pacemaker and rv lead remain in service.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker detected high out-of-range pace impedance measurements on the right ventricular (rv) lead. A recent impedance jump and sensing drop were also reported. Of note, the rv lead is a non-boston scientific product. X-ray imaging was obtained and was unremarkable. No adverse patient effects were reported. The pacemaker and rv lead remain in service. Multiple attempts to obtain additional information were unsuccessful. Should additional follow-up information be provided in the future, an updated report will be issued.